Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field catalog # unk_smart touch bidirectional sf. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter and the patient experienced cardiac perforation which required pericardiocentesis. When the varipulse catheter was connected to the system and once calibrated, it presented constant high and low voltage alerts on different electrodes, which prevented ablation from being performed. The connection cable was changed, but the error persisted. The impedance and tpi values were normal but did not allow ablation. A change of the extension cable was made to verify that the cable was not an issue, but the system showed the same alert and did not allow the ablation application. The trupulse system was restarted, however, it still showed the same alert. The system was turned off, and changes were made to regulated power outlets, but the system continued to display the same alerts on different electrodes. The catheter was changed to another varipulse, however, the alert continued and did not allow ablation, always indicating high and low voltage on different electrodes constantly. The surgeon decided to change technology to radiofrequency (rf), therefore, a smarttouch sf catheter was used, and rf ablation was initiated. In the process, the patient became hypotensive and pericardiocentesis was performed. After this adverse event, once pericardial fluid was extracted, an ablation of the right atrium on the cavotricuspid isthmus was concluded and the procedure was successfully concluded. The perforation did not put the patient¿s life at risk and is not due to the performance of the catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.